Manufacturer narrative:
A trumpf medical service technician was dispatched to the facility and found a gap between the spring arm and central axis. The technician found that a part was missing at the connection between horizontal and spring arm. He replaced the connection with new parts.

Event description:
A trumpf technician found the spring arm sliding out of the central axis on a trumpf medical surgical light. The spring arm did not fully separate from the axis, but a gap was observed between the two components. No patient or caregiver impact reported.